Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Customer changed the cartridge and syringe/needle to resolve the issue. Customer's blood glucose was 128-130 mg/dl.